Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise for an unknown reason. There was no reported pacing inhibition. A revision procedure was performed where the pace sense portion of the rv lead was surgically abandoned and the crt-d was explanted. A new crt-d and pace sense rv lead were successfully implanted. No additional adverse patient effects were reported.